Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.

Event description:
Related to MFR report # 2183959-2012-01139. The plaintiff was implanted with an ams apogee graft on (B)(6) 2008, "to treat her urinary incontinence, urinary urgency, frequency and vaginal prolapse." It was alleged that the plaintiff has suffered severe and permanent bodily injuries and significant mental and physical pain and suffering, among other damages. On (B)(6) 2008 and (B)(6) 2008, the pt went to a clinic and indicated that she was, "worse since her surgery. Over the next few visits, she reported some improvement and then her condition worsened." On (B)(6) 2009, the plaintiff, "underwent bilateral percutaneous implantation of neurostim electrodes." On (B)(6) 2009, the plaintiff had a insterim neurostimulator implanted for, "urinary urgency and urinary urge incontinence." On (B)(6) 2010, the plaintiff had cystoscopy with botox injections. It was alleged that the plaintiff continued to complain of pain in and around her vagina. It was indicated that the cystoscopy identified, "suture/mesh material and found that there was a permanent suture eroding into the right bladder wall." On (B)(6) 2011, the plaintiff had surgery to "remove the materials that had eroded into her bladder." It was indicated that as a result of having the intexen graft implanted, the plaintiff has suffered from severe pelvic and abdominal pain, including vulvar irritation, itching, and burning. She has undergone a significant amount of invasive and painful medical treatment, suffering, disability and physical impairment, disfigurement, mental anguish, the loss of capacity for the enjoyment of life, vaginal bleeding, dyspareunia. It was alleged that these injuries are permanent and continuing in nature.